Event description:
It was reported that the system locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative performed an onsite investigation. The power cord, plug, power switch and lemo cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.